Event description:
The facility reported a colleague infusion pump with failure code 812:04, which was identified during bio-medical testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
Caller reports a piece of the safe-t-pro plus lancet lodged in his finger. The piece of lancet was removed and his finger was cleaned and a band-aid applied. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).